Event description:
Clinic notes were received indicating that the patient experienced a status epilepticus post vns implant after general anesthesia. Per physician, the status epilepticus was believed secondarily to be due to the vapor anesthetic. A review of device history records for the generator shows that no unresolved non-conformances were found. The device was later explanted for unrelated reasons. There were no performance or any other type of adverse conditions found with the pulse generator.